Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 3 of 5. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr explained that the supplies are compromised and the hp will need to start over with new supplies. The hp wants to end therapy for the night. The tsr advised the hp to call the nurse in the next 24 hours and notify her of any missed therapy. Product surveillance contacted the patient on (B)(4) 2011. According to the patient he did not notice any holes, leaks, or defects in the supplies at the time of the alarm. The patient stated that he has since discontinued using the cycler and is doing therapy manually. The patient stated he has resumed therapy fine. There was no patient injury or medical intervention associated with this event.